Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between ( b/w) periods)"), psychological trauma ("psych injury"), stress urinary incontinence ("bladder or urinary problems/ stress incontinence"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), hot flush ("hormonal changes/ hormonal changes describe: hot flashes"), headache ("headaches"), nausea ("nausea"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding vaginal"), haemorrhagic ovarian cyst ("reproductive system disorder or condition type of disorder or condition: hemorrhagic corpus luteum cyst"), abdominal pain lower ("right lower quadrant pain/ left lower quadrant pain") and pain ("ache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (unilateral),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, stress urinary incontinence, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hot flush, headache, nausea, weight increased, night sweats, vaginal haemorrhage, haemorrhagic ovarian cyst, abdominal pain lower and pain outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, haemorrhagic ovarian cyst, headache, hot flush, menorrhagia, metrorrhagia, nausea, night sweats, pain, pelvic pain, psychological trauma, stress urinary incontinence, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain. Discrepancy noted for essure insertion date - (B)(6) 2016. Discrepancy noted for essure removal date- (B)(6) 2018, (B)(6) 2018. Date(s) of removal: (B)(6) 2018- right salpingooophorectomy & (B)(6) 2018- left salpingectomy. Concerning the injuries reported in this case, the following ones were reported via social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test." On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia heavy menstrual bleeding"), metrorrhagia ("metrorrhagia (bleeding between ( b/w) periods"), psychological trauma ("psych injury"), stress urinary incontinence ("bladder or urinary problems/ stress incontinence"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), hot flush ("hormonal changes/ hormonal changes describe: hot flashes"), headache ("headaches"), nausea ("nausea"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding vaginal"), haemorrhagic ovarian cyst ("reproductive system disorder or condition type of disorder or condition: hemorrhagic corpus luteum cyst"), abdominal pain lower ("right lower quadrant pain/ left lower quadrant pain") and pain ("ache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (unilateral),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, stress urinary incontinence, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hot flush, headache, nausea, weight increased, night sweats, vaginal haemorrhage, haemorrhagic ovarian cyst, abdominal pain lower and pain outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, haemorrhagic ovarian cyst, headache, hot flush, menorrhagia, metrorrhagia, nausea, night sweats, pain, pelvic pain, psychological trauma, stress urinary incontinence, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain discrepancy noted for essure insertion date (B)(6) 2016. Discrepancy noted for essure removal date 01-dec-2018. Date(s) of removal: 25nov2018- right salpingooophorectomy & 14dec2018- left salpingectomy. Concerning the injuries reported in this case, the following ones were reported via social media: pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: social media received. Reporter information added. Event: ache added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between ( b/w) periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (to remove surgery/ oophorectomy (unilateral),repeat/multiple surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea and weight increased outcome was unknown and the menorrhagia, metrorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, psych injury, bladder problems, urinary problems, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, weight gain,were added. Reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between ( b/w) periods)"), psychological trauma ("psych injury"), stress urinary incontinence ("bladder or urinary problems/ stress incontinence"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), hot flush ("hormonal changes/ hormonal changes describe: hot flashes"), headache ("headaches"), nausea ("nausea"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding vaginal"), haemorrhagic ovarian cyst ("reproductive system disorder or condition type of disorder or condition: hemorrhagic corpus luteum cyst") and abdominal pain lower ("right lower quadrant pain/ left lower quadrant pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (unilateral),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, stress urinary incontinence, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hot flush, headache, nausea, weight increased, night sweats, vaginal haemorrhage, haemorrhagic ovarian cyst, and abdominal pain lower outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, haemorrhagic ovarian cyst, headache, hot flush, menorrhagia, metrorrhagia, nausea, night sweats, pelvic pain, psychological trauma, stress urinary incontinence, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain. Discrepancy noted for essure insertion date - (B)(6) 2016. Discrepancy noted for essure removal date- (B)(6) 2018. Date(s) of removal: (B)(6) 2018- right salpingooophorectomy & (B)(6) 2018- left salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs & mr received: previously reported event- bladder problems was replaced with specific event stress incontinence, previously reported event- hormone level abnormal was replaced with specific event hot flashes, previously reported event urinary tract disorder was deleted, newly added events- night sweats, vaginal haemorrhage, bleed in luteal cyst, right lower quadrant pain,device monitoring procedure not performed, essure removal date were updated, reporter was added, consumer height and race was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.